Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing related to the active exhalation control module. The customer does not want any repairs done to the unit. The device will be returned to the customer unrepaired.